Manufacturer narrative:
H3, h6) a manufacturer representative (rep) went to the site to test the imaging system. Testing revealed 2d image quality issues were from customer not fluoro-ing for three seconds. The pendant was inspected; the field-of-view (fov) preview button was worn but functional. The m2d button was also verified, the button seemed stable. The site admitted that accidently pressing m2d on keyboard could of been the cause. Another radiologic technologist was assisting with the investigation. They saw on the mobile viewing station (mvs) a similar screen when the fov preview 40cm was pressed. They thought maybe the text accidently pressed fov twice in the case but couldn't be 100 percent sure. The rep completed a detector calibration and a motion calibration was completed. Codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site completed a scan and then when they went to take confirmation spins, they put the system around the patient. When they selected two-dimensional (2d), the pendant would switch over to "m-2d". They attempted to take a scan and it came over to the mobile viewing station (mvs) and was "greyed out". They rebooted it with no change, but were able to make out enough anatomy. The three-dimensional (3d) scan was fine. Then, when they were removing it from the operating room (or), the site stated that some gantry movement functions would not work. There was a 5 minute delay and no impact to patient outcome.